Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a high puncture site resulting in retroperitoneal bleeding. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the vascular surgeon had a cut-down he had to perform on an angio-seal deployment from a neuro interventional procedure. The original neuro procedure was on (B)(6) 2025, and the right common femoral artery was accessed and closed with an angio-seal. The vascular surgeon was notified the next day on (B)(6) 2025 that the patient had a retroperitoneal bleed, confirmed by a computed tomography angiography (cta). The patient was taken to the operating room (or) to repair the artery. The vascular surgeon stated that the neuro access was a high stick, through the inguinal ligament, and was also on the side the artery, not on the anterior wall. The angio-seal device itself was partly within the inguinal ligament, and partly on top of the ligament, and was no longer attached to the vessel. The vascular surgeon was successfully able to remove the angio-seal device from the ligament and repair the artery. He stated that the patient did not receive a transfusion in the operating room, however, they possibly did on the patient floor prior to the surgery, but they are not 100% sure. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot# was not provided. D4: UDI: unknown, as the involved lot# was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot# was not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.